Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no backup defibrillation operation (bdfo) available. The backup mode was caused by the patient's merlin not being able to connect to the device for an extended period of time. Programming changes were made to restore normal parameters. The patient was stable.